Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported adverse impact to customer's blood glucose. Customer continued to use pump for insulin therapy.